Event description:
The user received questionable t4 results for two samples. Sample 1 initial result was 283 nmol/l and the result with another reagent was 84 nmol/l. Sample 2 initial result was 257 nmol/l, and the result with another reagent was 75 nmol/l. The t4 reagent lot number was 155165. No information was provided to determine if the questionable results were reported. No adverse events were alleged regarding these discrepancies.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identiifed. A general issue with the reagent lot was excluded. The customer obtained the elevated results with a single reagent pack from this lot. As neither the samples nor raw data of the tests could be provided, further investigation was not possible. No adverse events were reported.